Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched error when the IV was inserted. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched error which was experienced during evaluation. Evaluation found the force required to secure the door is above expected levels, caused by door hooks out of adjustment. The door hooks and latch pins were replaced.